Event description:
The account stated that the architect i1000sr analyzer generated a false positive bhcg result of 44 miu/ml for one patient sample. The sample was retested and the result was <1.20 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result, no consequences or impact to patient. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. The investigation determined that falsely elevated b-hcg results occurred due to carryover on the architect i1000sr platform when the following three steps occur: rubella ancillary diluent has been aspirated by the reagent probe, a high concentration b-hcg sample is then aspirated by the reagent probe, reagent probe aspirates a negative sample or b-hcg conjugate followed by a b-hcg negative sample. Carryover on the architect i1000sr only occurs when a high concentration b-hcg sample is aspirated after the architect rubella igg (ln 6c17) assay ancillary diluent. The causative agent of the falsely elevated results for the negative b-hcg samples on the i10000sr is the (B)(4) component of the architect rubella igg assay specific diluent. This component causes reagent mediated sample carryover of b-hcg into b-hcg negative samples. Carryover was only observed on the architect i1000 platform series. Reformulation of the architect rubella igg/architect b-hcg assays will be evaluated to mitigate against this component binding and carrying high b-hcg samples into low or negative b-hcg samples